Event description:
On 2016-03-03, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump would not be returned because the hcp refused to give the pump back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative indicating that the pump was 35 months to the elective replacement indicator (eri). Regarding the dosages/concentrations of morphine, prialt, and chirocaine, the clinician programmer (8840) only had prialt programmed: 25mcg/ml; 3 mcg/day. There was no information on the other drugs. Regarding symptoms experienced, it was noted that severe pain had returned. The outcome of the replacement was reported as "okay". The company representative also reported on (B)(6) 2016 that the motor stall had not recovered. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-07, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving morphine, prialt/ziconotide and chirocaine via an implantable pump for an unknown indication for use. On (B)(6) 2015, a motor stall occurred followed by a 'stopped pump may exceed tube set' alarm being activated. The pump would be replaced on (B)(6) 2015. The cause of the event was unknown and there were no diagnostics or troubleshooting performed. Additional information has been requested regarding drug information, symptoms, troubleshooting/diagnostics, outcome, but it was not available at the time of this report.